Event description:
It was reported that minimum fill notification occurred while customer was attempting to load cartridge, and initial attempt to reload same cartridge did not resolve issue. There was no reported impact to the customer¿s blood glucose level. Customer then filled and loaded new cartridge using proper loading steps under guidance from technical support, which resolved issue, and customer successfully resumed insulin delivery, with no additional information received regarding any further outcomes.